Event description:
Facility reported a blood leak from the dialyzer. The dialyzer was a dry pack. Estimated blood loss 180ml. No medical intervention. Treatment was finished with a new dialyzer. No adverse pt effect. The sample was discarded.